Event description:
The customer reported to olympus, the hd endoeye laparo-thoraco videoscope had leakage from the tip. Inspection and testing of the returned device found the adhesive of the objective lens was peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the bending angle was insufficient due to elongation of the angle wire, the adhesive part of the objective lens had come off, the curved rubber adhesive was missing, the grip was not watertight, switch 1 failed to function, and switch 2 failed to function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.